Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Only the battery pack was returned for evaluation. Visual inspection found the outer pack was warped and the interior had electrolyte leaked inside the pack. The batteries were in the correct orientation and there did not appear to be any damage to the wiring. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing and design issue. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: japan.

Event description:
It was reported that during surgery the water pressure of the device was too low to use and the batteries were corroded. There was no patient impact and it is unknown if there was a delay. Due diligence is complete and there is no additional information available.